Event description:
It was reported that the device was used during an unk procedure. It was reported by the rep the surgeon stated that the 511sd blade did not retract when entering the abdomen on his initial puncture. He did not establish pneumoperitoneum prior to inserting the trocar. He completed the case with the subject trocar without incident.